Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ infusion set IV leaked when attempting to place the extension tubing on the catheter. The following information was provided by the initial reporter: "after IV started was unable to place extension tubing on end of the catheter without the connection leaking. Tried multiple times and the IV was bleeding all over."